Manufacturer narrative:
The device was returned and an evaluation of the returned device confirmed the customer allegation. An inspection at the repair center revealed, the device automatically shuts off due to faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the high-definition liquid crustal display (lcd) monitor exhibited screen blackout. The issue was found during inspection before use for a diagnostic procedure. The procedure was completed with the same device. The device was returned and an inspection revealed, the device would automatically power off due to faulty printed circuit board. There were no reports of patient harm associated with the event.

Event description:
It was further reported, there was no delay in procedure and the patient was not under general anesthesia or any sedation.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿black out of the screen shown in and the device turns off automatically", was replicated confirming that the event was caused by a failure of patient circuit (g1) board. From the service manual, it was confirmed that g1 board has a ac-dc function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.